Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 4 states, ¿loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity.¿ this report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2016-03338 / 03339). Product location unknown.

Event description:
Legal counsel for patient reported that patient underwent a left hip revision procedure approximately five years post-implantation. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Revision operative report stated indications for revision to be osteolysis and loosening of components secondary to adverse healthy tissue response from metal wear debris from metal-on-metal articulation. During the procedure, gray staining with metal wear particles, and acetabular bone defects were noted.

Manufacturer narrative:
This follow-up report is being filed to relay additional and corrected information, which was unknown at the time of the initial medwatch. Concomitant medical products - biomet taperloc femoral stem catalog#: 11-103204 lot#: 832950.